Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles and discoloration at the bottom of his water tank and particles in tubing/chamber. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging visualization of black particles and discoloration at the bottom of his water tank and particles in tubing/chamber. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/22/2023 for further evaluation. The device was evaluated on 11/21/2023. The external and internal aspect of the device was inspected and they observed a musty odor and high pitched sound during therapy. They also observed a black substance, consistent with sound abatement foam degradation, on the top of the blower box, the surrounding area and stuck to the under part of the blower box top. Pil observed sound abatement foam degradation on top of the blower motor, on the blower motor seal, in the blower motor box bottom and inside of the blower motor. There was dust-like contamination at the air inlet. Pca j5 copper pins had unknown black contamination and dust-like contamination on them. Air inlet seal was slightly deformed at the top of it and had white dust-like contamination on it. The also observed potential mineral deposit spots in the blower motor, indicating potential water ingress. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles, discoloration at the bottom of his water tank and particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.